Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
While a definitive root cause cannot be established since the affected product was not returned for failure analysis, the probable root cause is attributed to use conditions. Indented, cracked, or broken blades result from blade scratches and damage caused by contact with other instruments or hard metal objects (e.g., staples, clips, etc.) While the instrument is activated. These initial damages can worsen due to the ultrasonic vibrations of the harmonic ace blade, leading to blade failure. Blade damage may be detected by the generator with a solid tone or an error.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the harmonic ace instrument to perform failure analysis. The instrument was found to have one blades broken at the base. A piece approximately 2 mm x 12.94 mm was found to be broken off, confirming that a fragment detached from the instrument. The broken piece was returned not with the instrument. Components adjacent to this broken blade do not show damage. The probable root cause is attributed to use conditions. Broken blades result from blade scratches and damage caused by contact with other instruments or hard metal objects (e.g., staples, clips, etc.) While the instrument is activated. These initial damages can worsen due to the ultrasonic vibrations of the harmonic ace blade, leading to blade failure. Blade damage may be detected by the generator with a solid tone or an error.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during da vinci-assisted pancreatoduodenectomy surgical procedure, the site contacted an intuitive surgical, inc. (Isi) clinical sales representative to report when they used the harmonic ace instrument for half an hour, he told the nurse to clean the blade of the instrument. The nurse took out the instrument, and while cleaning the instrument, the blade fractured. The surgeon claimed that he did not touch any hard issue. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: during the preparation for a cutting surgical task, the broken part of the blade completely detached from the instrument while it was on the sterile table, meaning no fragments fell into the patient. The instrument had been in use for approximately half an hour prior to the issue. It was inspected prior to use and found to have no damage or abnormalities. The surgeon did not notice any issues with the instrument's functionality before the failure, and the instrument did not collide with any other materials. The surgeon attributed the failure to bad quality. No photographic images or video recordings are available for review.